Manufacturer narrative:
After mixing the (B)(4), the mixture had bubbles in it and would not disburse. It was felt that the mixture of glue and oil was not complete. The mixture was discarded and a new kit was used with no reported patient injury. No further information regarding the mixture is available. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 453484 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot and there were no non-conformances or process monitory excursions for this lot. No other issues were noted that were considered potentially related to the reported complaint. Based on the available information, no conclusion can be made. Based on the device history records review there is no indication of a relationship to the manufacturing process. Therefore, no corrective actions will be taken.

Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that the physician opened and mixed the n-bca liquid embolic system and ethiodized oil. The physician inspected the mixture and bubbles were noted that would not disperse. The physician felt that the mixture of the glue and oil was not complete and discarded the mixture. The product was not clinically used in the patient. There was no reported patient injury. A new kit was used. Additional information has been requested.